Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the surgery, the cement did not bond to the tibial component. An additional cut was made and the same tibial component was cemented with a different batch of cement without incident. The surgery was delayed approximately 35 minutes.